Manufacturer narrative:
Additional information: section a2: patient age; section a3: gender; section b7: patient information; section d1: brand name; section h10: narrative text. Post deployment of a 23mm sapien 3 valve, deployed with nominal volume, echo indicated a contained rupture over the annulus. The decision was made to leave the patient under observation. The patient expired post tavr procedure. Per medical opinion, the valve size contributed to the annular rupture and patient death. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve size) may have contributed to the annular rupture and patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien 3 transcatheter heart valve - PMA p140031 or edwards sapien 3 ultra transcatheter heart valve - PMA p140031. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), following implant of an edwards transcatheter heart valve (thv), there was a possible death related to an annular rupture. No further information is available at this time.